Manufacturer narrative:
The device was received for evaluation. During evaluation, the device low audio when powering on the device and during testing. The cause was identified to be the speaker was dislodged from the rear case. The rear case requires replacement to address this issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device had low audio when powering on the device and during testing. No additional information is available.